Event description:
It was reported to boston scientific corporation that a fully covered wallflex¿ esophageal stent was implanted into the ampulla during an esophageal stent placement procedure performed on (B)(6) 2015 to treat an esophageal compression due to a malign tumor. The lesion was located in the mid-esophagus and was approximately 2.5cm in size. Per the physician, it is a possible breast cancer infiltration. The patient did not have a tortuous anatomy. The patient¿s other comorbidities were breast cancer, valve replacement, and the patient was on warfarin. The patient had undergone chemotherapy treatments. Per the physician, the patient¿s esophageal lining may have been delicate or friable. According to the complainant, after approximately one month in situ, the patient returned to the hospital with bleeding that prompted a procedure to check the stent placement. The physician reported that the patient had experienced bleeding from the tumour /vessels close to the oesophagus. Reportedly, there was repeated bleeding post stent placement over a 7 day period. During this time, a CT angiogram and an interventional angiogram were performed and neither showed any bleeding from the site or stent erosion into a vessel. The physician believes that the stent flare fractured the tumor and related vessels, which then caused the bleeding. A transfusion was done in order to resolve the bleeding and the stent was left in place. The physician had planned to remove the stent, however, the patient expired on (B)(6) 2015 prior to the stent removal procedure. The physician stated that the patient¿s cause of death was due to bleeding from the tumor/vessels close to the esophagus.

Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old. The complainant indicated that the device remained implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.